Event description:
The patient reported having pain down both of their legs and across there back where the device was. It was stated they also had 2 accidents at night. It was noted that because of the accidents, they turned stimulation up but also mentioned turning stimulation up and then down. The patient reported the pain didn't start till after they took fluid out of their spine. It was stated they made them bend over when they took the fluid out of their spine. Additional information received reported the patient needed help turning stimulation back on because turning stimulation off didn't eliminate the patient because they were still in pain. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.